Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pi). The pil technician installed the touchscreen into a pil ventilator to duplicate the reported issue. Visual inspection of the touchscreen revealed no evidence of damage or contamination. Pil tech could not find any issues with the suspect touch screen. Tech verified that touchscreen calibration passed in diagnostic mode. This touch screen has passed all diagnostics testing. Tech verified that the suspect touch screen passed the functional testing per test 3 in the service manual. Tech verified that the touch screen touch points are aligned on the test vent (stb). Tech verified that the touchscreen flex cable resistance verification and resistance ratio measurements are within specifications. Pil could conclude that the touch screen operates as designed/ no fault found.

Event description:
Philips received a complaint by the customer on the v60 indicating that the devices touchscreen needs to be sent in for bench repair. It was reported there was no patient involvement at the time the issue was discovered. Bench repair received and evaluated the device and observed that the touch is out of calibration at the bottom of the screen and cannot be calibrated. It fails from time to time; the touchscreen needs to be replaced. The investigation is ongoing.

Manufacturer narrative:
Bench repair received and evaluated the device and observed that the touch is out of calibration at the bottom of the screen and cannot be calibrated. It fails from time to time; the touchscreen needs to be replaced. Bench repair replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.